Event description:
The carry strap broke during transfer over a bed and the caregiver had the reflex to push the resident in the bed. No major injuries happened, minor scratch and bruise.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the manufacturer arjohuntleigh (B)(4) on behalf of the importer (B)(4). The device was inspected on-site by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.